Event description:
The system was explanted due to erosion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received . Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.